Event description:
It was reported that the presented to ER after receiving inappropriate hv therapy for supraventricular tachycardia. Programming changes were recommended. It was later noted that the patient underwent an av node ablation. Patient condition was fine after event.